Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf. It was reported that during the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received. The issue was not noted before the device was used on the patient. Correct catheter settings were selected on the generator. The pump was error free, rf temperature alarm, abnormal catheter temperature. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 20-feb-2025. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. Regarding irrigation, the instructions for use (IFU) contain the following information: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf and the irrigation issue was not noted before the device was used on the patient. It was reported that during the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received on 08-jan-2025. The issue was not noted before the device was used on the patient. Correct catheter settings were selected on the generator. Clarification was requested if there was an error noted from the irrigation pump and how the issue was discovered. Response was pump was error free, rf temperature alarm, abnormal catheter temperature. Steps taken to resolve the irrigation issue was to unscrew the pump tube to flush water without any problem, then screw it back onto the tube and throw it away. It cannot flush water. The temperature issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The irrigation issue was originally considered non-reportable, however, bwi became aware on 08-jan-2025 that the irrigation issue was not noted before the device was used on the patient and have reassessed the event as reportable. The awareness date for this record is 08-jan-2025.